Event description:
It is reported that the device was implanted in 2004. Patient began experiencing pain one year post-op. X-ray revealed 1-5mm of distal migration at 22 months. On august 28, 2006, surface was revised due to polythylene wear.

Manufacturer narrative:
Evaluation summary: wear in vivo might have occurred due to abrasive action of bone cement particles or patient activity level may have resulted in aggressive wear pattern. Cause cannot be definitively determined. Device exhibits extensive wear to articulating surface, predominantly on one side. No lot number was provided; therefore, device history records could not be reviewed. Device meets dimensional specification where measured. Energy dispersive spectroscopy analysis of material showed a carbon (c) peak in spectrum typical of uhmwpe. Third body particles observed on surface showed ca, k, ci, s, na, mg, c, and o elemental peaks.